Event description:
It was reported that lead fracture and externalized conductors were observed via cinefluoroscopy. No abnormal measurements were observed. No action was taken.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information received notes that the patient received an alert for low, out of range hv lead impedance. Review of records indicated that the vectors were measured to be within range. Lead replacement was suggested.